Event description:
It was reported that the customer's insulin pump alarmed sensor error. Her blood glucose was unknown at the time of reporting. Troubleshooting was performed and she was advised best practices for calibrating sensors. No equipment was returned. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.